Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals, undefined high unipolar impedance and t-wave oversensing (twos) were noted on the right ve ntricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.